Manufacturer narrative:
The device was evaluated but not yet repaired.

Event description:
The manufacturer received information alleging a ventilator was alarming for low oxygen supply. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's oxygen blending module board will be replaced to address the issue. During the evaluation of the device, a "ventilator inoperative" code was observed in the ventilator's downloaded error log. The device's system board will be replaced to address the issue.